Manufacturer narrative:
(B)(40. The reported event was confirmed by visual evaluation of the return instrument. The device exhibited signs of repeated use and was fractured. Review of the device history records identified no deviations or anomalies related to the event. The device has a potential field age of 8 or more years and exhibits signs of repeated use. The event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the trial bearing cracked while being inserted. There was no impact to the patient or surgery. No additional information to report.